Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement of greater than 125 ohms, causing their implanted system to emit tones, which led to the patient being seen in the hospital. Review of the system noted other rv lead parameters were stable and in range. X-ray imaging will be performed to try and determine a root cause for the high shock impedances. It was suspected that fibrosis may be an underlying cause. For now, the rv lead was reprogrammed and remains in service. No additional adverse patient effects were reported.